Event description:
During routine preventative maintenance testing by a stryker service representative observed a broken battery pin on the customer's device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and observed that the device had broken battery pins. Stryker fsr replaced the battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.